Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the product if it is returned to the manufacturer.

Event description:
The customer reported that the connector of proximal pressure tube comes off easily when the staff of hospital set up the circuit and generator. The diameter of tube spread and we could come off the connector easy.